Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, peri-implantitis, swelling, bleeding, inflammation, mobility. Patient has diabetes mellitus.